Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the surgeon side console (ssc) had no image on the right eye monitor. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the system was initially working without any problems and switched on without any errors. The da vinci system was hard reset in an attempt to recover from the fault but without success. After a few attempts to recover from the fault through the hard reset, the surgery had to be converted. The same ports were used to insert the laparoscopic instruments without the need to place new ports. The patient responded well to the procedure conversion with no subsequent complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. An image associated with this reported event was submitted for review and was consistent with the ssc vision issue. The image showed the view through the ssc eyepiece and the right eye was black.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed. The monitor was installed and tested in the test system. The system started up and failed without video on the display. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.